Manufacturer narrative:
Internal report reference number: (B)(4). Customer returned incorrect strips scrapped incorrect strip vial returned. Correct meter was returned- evaluation in process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 121, 130, 143, 137 and 125mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-90mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 149mg/dl using true metrix air meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/19/2023 and open vial date is (B)(6)2021. The meter memory was reviewed for previous test result history: result 1: 121 mg/dl, date: (B)(6)2022 ,time: 6:37 am ,fasting; result 2: 130 mg/dl , date:(B)(6)2022 ,time: 10:14 am, fasting ; result 3: 143 mg/dl , date: (B)(6)2022 ,time: 7:38 am ,fasting ; result 4: 137 mg/dl ,date: (B)(6)2022 ,time: 7:30 am ,fasting; result 5: 125 mg/dl , date: (B)(6)2022 ,time: 8:02 am ,fasting.

Manufacturer narrative:
Sections with additional information as of 05-apr-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer returned the incorrect test strips. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications.